Manufacturer narrative:
Section a4, d4, h3, h4: additional information. Manufacturer¿s investigation conclusion: although a root cause for the driveline fault alarms captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. The evaluation of the driveline revealed a diagonal cut to the orange wire approximately 16.5 inches from the controller connector, separating it into 2 portions. Closer examination of the orange wire revealed a parallel impression in the insulation adjacent to the cut on the proximal portion of the orange wire. A slice on the brown wire was also observed approximately 16.5 inches from the controller connector, adjacent to the cut on the orange wire. The damage observed to the orange and brown wires appeared consistent with mechanical damage associated with the use of a cutting tool. Due to the damage's proximity to the area where the outer layers were cut and removed during the repair, the observed wire damage appeared to have occurred during the repair process. The evaluation of the driveline did not reveal any issues that would have contributed to the driveline faults captured in the log file. Following the repair, additional driveline faults associated with the orange wire were observed in a follow-up log file review and (B)(6) was exchanged due to a suspected driveline fracture (reported in manufacturer report number 2916596-2019-03438). The evaluation of (B)(6) did not reveal any issues that would have contributed to the driveline faults captured in the log file. The heartmate ii instructions for use (IFU) and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2, b1, g3: correction.

Manufacturer narrative:
Approximate age of device- 7 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient's history is full of drive line fault alarms with no pump stops. The log file began capturing drive line events on (B)(6) 2019. To ensure the drive line faults seen within the log file are authentic, the serial number of the controller needs to be known. It was also requested that the patient's controller is swapped when it is safe to do so as per the IFU. If possible ensure the new controller is either a pcx - xxxxx controller or has a serial number greater than (B)(4). Old controller is (B)(4). New controller is (B)(4) and download was performed after 25 power cable disconnects. Log file analysis stated it looked like an issue with the percutaneous lead is causing the drive line fault alarms to occur. The alarm did not return in the log file from the new controller but it will in time. Percutaneous lead x-rays were requested. The customer stated the patient had to leave but will arrange a time for them to come in for percutaneous line x-rays.